Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot properly. A review of the system logfile confirmed the malfunctioning of the flexvision pc. Upon functional testing, the fse confirmed that the flexvision pc was defective and needed a replacement. To resolve the reported issue, the fse replaced the flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to boot properly. System was in clinical use. The philips field service engineer replaced the flex vision pc and the system was returned to use in good working order. Philips has continued to investigate of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.